Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during restoration, the patient¿s general dentist used a non-zimvie abutment/screw with a zimvie implant which resulted in the dentist failing to complete the restoration due to complications of the screw used. The patient was then referred back to the surgeon to have the screw removed. Two attempts were made with no success of removing the screw. The general dentist was advised that they could not move forward with seeing the patient again to complete the final restoration. The recommendation provided to the patient as the only alternative was to have the whole implant removed and unfortunately start over. The implant at tooth location #14 was removed and the patient will return for future implant placement.  Note: the manufacturer of the non-zimvie abutment/screw is unknown.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67 and 4315. H10: narrative/data was updated. One (1) 3i t3 tapered implant 6/5 x 8.5mm (bopt6585) was returned for investigation. Visual evaluation of the as returned product identified no damage or signs of malfunction that would contribute to the event. Damage identified from the removal process. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimvie. DHR review was completed for the subject lot number 2020120526. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 2020120526 for similar events and no other complaint was identified. Functional testing for the returned product was performed. It was confirmed that there were no malfunctions identified. Based on the investigation, the probable root causes are not applicable to the reported event since a device malfunction did not occur. The event was unconfirmed through visual and physical inspection. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.